Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the complaint of an intermittent out of range signal could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact, patient's father did not report any injury or medical intervention.